Manufacturer narrative:
Device evaluated?: analysis of the pump found motor/gear train anomaly due to corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, information was received from a consumer and healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving fentanyl 1000mcg/ml, baclofen 200mcg/ml, and hydromorphone 6mg/ml (doses unknown) via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. The patient s medical history and concomitant medications were unknown. On (B)(6) 2015, the patient saw code "3476" on their personal therapy manager (ptm). The patient did not hear the pump alarm. It was later reported by the managing physician that the pump was showing a motor stall occurred on (B)(6) 2015. There was no electromagnetic interference (emi) with the pump. No patient symptoms were reported. Thehcp planned to program the pump to off state and replace the pump. The patient was put on oral opiates. Additional information has been requested regarding the drug information, the patient's medical history and concomitant medications, the cause of the event, troubleshooting and actions/interventions taken, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.